Event description:
The tube for rear wheel broke. The girl broke the left arm and damaged a rib.

Manufacturer narrative:
The tube for left rear wheel broke. The crocodile is older that the durability of 5 years and has been used by other children. R82 has not made service on the device. R82 a/s has carried out a test on the other tube for the right rear wheel. This could resist a pull of 45 kg (which is the maximum load on the crocodile) in forward, backward and sideward direction.